Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned and investigated. The reported lock lever cap crack was not observed/confirmed; however, the reported lock lever leak, was confirmed. A polyimide tubing protrusion was observed from the lock lever and potentially influenced the reported leak. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. The investigation determined that the crack suspected on the lever cap was due to the user¿s interpretation for the cause of the leak. The reported lock lever leak however, appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) leak. It was reported that during preparation of the mitraclip delivery system (cds) the lock lever cap leaked. It was suspected the lock lever cap was cracked. There was no patient involvement and no reported clinically significant delay in the procedure. A new cds was used. No additional information was provided.